Event description:
Lens was not being delivered properly from cartridge so another lens was used to complete the procedure. Product did not have patient contact or patient harm. Product is available for return. Manufacturer response for lens tec pre load, (brand not provided) (per site reporter) : product will be returned to the manufacturer.